Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and cerebral palsy. The patient passed away from suspected baclofen withdrawal. The patient experienced sepsis-like symptoms and a high fever prior to their death. Possible clinician error or device malfunction were suspected as a cause of patient's death. The patient's medical history included cerebral palsy. Surgical intervention did not occur and was not planned. The patient was deceased as of (B)(6) 2010.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the council (B)(6). The actual day of death was (B)(6) 2010, not (B)(6) 2010 as previously reported. The patient was seen in the emergency room (ER) on (B)(6) 2010 with sepsis syndrome, likely had pneumonia, seizure disorder, and dehydration. The patient died later that same day. Medical history included cerebral palsy, scoliosis, and spastic quadriplegia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.